Event description:
It was reported a patient experienced numbness and swelling of cheeks and lisp any time the patient had the aligners in. Based on doctor's professional opinion, it likely cause or contribute to a death or serious injury because if airways started to swell, then breathing could become difficult or impossible. Symptoms started within the first 5 days of using the aligners. Treatment was discontinued and the problem them began to resolve. Patient is not fully recovered; she is in the process of healing and is progressing.